Manufacturer narrative:
The customer¿s report that there was leaking at the connection site of blue plastic and cassette tubing was confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing confirmed leaking from a small hole at the top of the silicone segment near the upper fitment. The source of the leak is due to a small hole damage in the silicone pump segment near the upper fitment. The root cause of the hole damage was not determined.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿leaking at connection site of blue plastic & cassette tubing". This occurred during patient use, and there was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿leaking at connection site of blue plastic & cassette tubing". This occurred during patient use, and there was no patient harm.